Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient is having trouble charging the implant. Patient stated they charged the implant last night. Agent had caller plug in the recharger and caller said both the controller and implant were at 100%. Caller thought the device was not working because when it is on the back the charge should go down and is still at 100%. Agent had the patient reset and after the reset the device was placed in MRI mode somehow and the patient was not aware. Caller was in group a and stimulation was off. Agent walked caller through turning stimulation on. Caller went to group b and was getting a shocking sensation. Caller lowered the stimulation to 0.0 and was still getting shocking so changed back to group a. Caller states the patient has been getting a shocking sensation and they had put pt in MRI mode and forgot that they put that in that mode. Caller states the shocking occurred out of the blue 3 nights ago. Caller and patient confirmed a s trong sensation. Pt confirmed they were ok during the call and will call to schedule and appt to have the unit checked. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and to check to see why the shocking sensation is occurring.

Event description:
Additional information was received from the pt and pt's spouse. Pt's spouse repeated they were having issues with the implant battery and thinks the issue is the controller and wanted to get a replacement controller. Agent had caller confirm they moved from group b and no longer had the shocking sensation, but the implant battery still wasn't depleting. Agent asked, caller said patient had not followed up with the doctor yet after the last call. Agent reviewed information and again directed to doctor to check on the implant and further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Annex d code updated based on previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.